Event description:
It was reported by patient's legal representative that patient underwent primary total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2012 allegedly due to pain, increased blood ion levels, limited mobility and armd. This report is based on allegations set forth in patient¿s notice and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patient's notice and the allegations therein are unverified. Initial reporter - unknown. This report is number 2 of 4 mdrs filed for the same event (reference 3002806535-2013-00145 & 00251 / 00253).